Event description:
Reporting status: serious injury-permanent damage; reporting rationale: stent remains free floating in pt's anatomy; device issue: stent dislodgement. It was reported that an rx xience v stent delivery system (sds) was to be used to treat a target lesion in the mid circumflex. However, the sds could not advance across the target lesion during a direct stenting attempt. The sds was removed from the pt's anatomy and pre-dilatation was performed. The sds was then re-inserted and advanced to the target lesion, but still could not cross the lesion. As attempts were made to retract the sds from the pt's anatomy, it was noted that the stent implant had dislodged from the balloon. The stent implant could not be located, and no treatment was performed to retrieve it. There were no further effects noted. No add'l event or pt info is avail.

Manufacturer narrative:
No pre-dilatation was performed, though the IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." The sds was removed from the pt after the first attempt to cross the lesion, and then re-inserted. The IFU states: "an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back info the guiding catheter."